Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use, "make sure that insulin is at room temperature before filling the cartridge." H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer filled the cartridge with cold insulin. Tandem customer technical support educated the customer on insulin labeling. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.